Event description:
A malfunction was reported due to malfunction code 3 on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use an alternate therapy, mdi, and a replacement pump was provided by technical support. The customer was guided on how to store the pump and return it with a pre-paid label.